Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated. Section b and h malfunction was changed to serious injury. Health effect ¿ clinical code e2403 is no longer applicable to this report. Health effect ¿ impact code f26 is no longer applicable to this report.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 44-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. During support, the sterile sleeve was noted to be loose from the blue suture hub. The managing physician was aware and protected sterility by placing a tagaderm over the broken sterile sleeve. An abscess developed at the 5.5 insertion site, requiring intravenous antibiotics. The patient remained on support. Infection and inflammation may be related to access-site complications, prolonged vascular exposure, and critical illness during impella support, with additional risk contributed by compromised sterility at the insertion site.

Event description:
Additional information was received from a nurse that indicated the patient has developed pulmonary edema. The patient was unresponsive to diuretics and placed back on bipap, and antibiotics.

Manufacturer narrative:
B5. Additional event description added. D4. Serial corrected. H6. Health effect - clinical code and 6. Medical device problem codes updated according to additional information received.

Manufacturer narrative:
A5. Ethnicity is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the anti-contamination sleeve of an impella 5.5 became detached from the blue suture hub. It was reported that tegaderm was applied around the detached sleeve to maintain sterility. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
Additional information received; b5 and h6 updated. D6b explant date updated. Investigation summary: asae/ infection/ inflammation: the cause of the injury was unable to be determined due to insufficient clinical details. Pd-anticontamination sleeve-(separation, torn): the cause of the sleeves issue was not determined due to lack of clinical details, no product returned for analysis. Patient-device interaction/ pulmonary edema: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative (updated): an impella 5.5 device was inserted via the right axillary artery in a 44-year-old male patient with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, and a history of known coronary artery disease. During support, the sterile sleeve was noted to be loose from the blue suture hub. The managing physician protected sterility by placing a tegaderm over the broken sterile sleeve. An abscess developed at the 5.5 insertion site, requiring intravenous antibiotics. On a proactive call, the nurse indicated the patient had developed pulmonary edema, which was unresponsive to diuretics so far, and the patient was back on bipap and antibiotics. No changes were noted with impella numbers or support. The patient remained on support. Infection and inflammation may be related to access-site complications, prolonged vascular exposure, and critical illness during impella support, with additional risk contributed by compromised sterility at the insertion site. Pulmonary edema may be associated with advanced cardiogenic shock and impaired cardiac function in the setting of critical illness.